Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report.

Manufacturer narrative:
An event regarding dissatisfaction with the interface between the direct anterior alignment guide and cup impactor was reported. Conclusion: the subject alignment guide is designed with a locking attachment mechanism to allow the guide to be rotationally aligned with the acetabular shell on the associated da impactor handles. Additionally the interface between the impaction handles and acetabular shell allows for rotation alignment. Review of the event with product development indicated the surgeon was expressing general dissatisfaction with the design of the instrument. No failure of the device occurred.

Event description:
Review of the post market surveillance surveys noted "you cannot adjust the version guide to match the rotation of the acetabular cup."

Event description:
Review of the post market surveillance surveys noted "you cannot adjust the version guide to match the rotation of the acetabular cup."